Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The guidewire was bent and unraveled.

Event description:
It was reported that following the insertion of the catheter the stylet was removed. It was difficult to take out and stretched/uncoiled to a very long proportion. The catheter remained patent and was left insitu.